Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) was confirmed. Upon investigation the monitor displayed a service code 204 and was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a damaged monitor-electrode belt receptacle. The receptacle was snapped free from the monitor enclosure, damaging the white pulse wire in the connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.